Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient was reportedly explanted in (B)(6) 2017. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment and recipient status were unsuccessful. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework.